Event description:
Implant date: 1987. Pt complained of pain. Explanted in 1991. Pt was implanted with another device in 1994. Pt continued to complain of pain. Medical records from 12/11/1995 indicate pt has a caudal equina syndrome with some paralysis.